Event description:
It was reported that the patient presented for an upgrade procedure. During the procedure, it was discovered that the patient's right ventricular (rv) lead had a lack of lead slack. A stylet was added but the rv lead still failed to advance. The rv lead was then unable to be separated from the stylet. The physician pulled so hard on the stylet that the rv lead began to fall apart, and separation of conductor cables were noted. The rv lead was then capped on (B)(6) 2025 and successfully replaced. The patient was stable.